Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Of the initial medwatch report indicates: serial # ¿(B)(4). Section d4 of the initial medwatch report should indicate: serial # ¿ (B)(4). Additional information: physio-control submitted the initial MDR in error. The MDR was a duplicate complaint that was reported in MDR report # 0003015876-2019-00077. The device serial number, 45509752 that was reported on in the initial report was incorrect and did not experience a malfunction. The reported event was correctly submitted in MFR report # 0003015876-2019-00077.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Supplemental medwatch report 001 indicates: reportability awareness date - (B)(6) 2018, should indicate: reportability awareness date - (B)(6) 2019.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.